Event description:
This lead was explanted and replaced due to noise. After explanting this lead, the physician noted a possible insulation breech near the distal end of the lead. The "insulation appears rubbed away where the ra and rv leads were touching."